Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. D4: batch # 129a33. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the handle shrouds partially opened and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Further analysis showed that the handle shrouds was damaged. The event described could not be confirmed as the device performed without any difficulties noted. It is possible that the damaged on the handle shrouds was due to an improper handling of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the surgery, the blade had stopped in the middle of the channel. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.